Event description:
It was reported that the patient was going to have their implant removed later in the week. The patient stated that their device was not working that good, and that part of the problem was that they fell 5 times and thinks the ¿box¿ was ¿dislocated.¿ the health care professional (hcp) was going to reposition the implantable neurostimulator (ins), but since the patient is having other back problems the hcp wants to explant the device so the patient can have an MRI. It was reported the hcp suspects spinal cord compression. The patient said they first fell 2.5 years ago and doesn¿t remember if the loss of therapy was the result of the falls, though it worked for the first couple of years. Additional information was received that indicated the ins no longer helped the patient¿s pain and the ins was removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).